Event description:
It was reported that the patient experienced pain and discomfort when physician was driving trial lead in epidural space. The physician decided to abort the trial procedure, and the patient was stable in recovery. The explanted devices were not returned as they were discarded by the medical facility.